Manufacturer narrative:
(B)(4). Batch #: unk. Maude report number: mw# 5090668. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure surgeon was using an ethicon staple gun during a procedure. They did not have any complications until the second to last staple was being fired. During this complication, the stapler fired but only one side of the gold load staples fired correctly. The specimen portion of the stomach was noted to have a hole in it. The patient did not sustain any injuries and this was confirmed intraoperatively with an egd and leak test that was performed by the surgeon.